Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that before the customer went to the hospital, the piston was not able to rewind completely. Customer's blood glucose was 43 mg/dl at the time of the incident. Caller stated that the customer treated with food but possibly with glucose pills too. Customer has been experiencing low blood glucose since (B)(6) 2016. Customer was not wearing the pump. Customer was in the emergency room as a result of a low blood glucose level. Customer was hospitalized on 06/07/2016 with a blood glucose level of 43 mg/dl. On (B)(6) 2016, customer was lethargic with a blood glucose level of 453 mg/dl. The health care provider informed the caller that the customer had a stroke but she was unaware. Customer will be released on tuesday. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump to do a set change the piston did not go all the way back. Customer was off the pump for 2 to 3 hours.